Event description:
It was reported that the camera head had poor picture. The issue occurred when preparing the device for use. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation also found the image was noisy and the device failed a leak test. A root cause could not be identified. Based on the results of the investigation, it is likely that the noisy image and failed leak test were due to component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.